Event description:
Information received from the field does not address the patient's clinical status but notes that the device was in backup mode. Several attempts to perform a download were unsuccessful. The device was scheduled for replacement.